Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited error code 41622 1003. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and the battery door. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Inoperable dual chassis-flag gear was misaligned and not sited properly so it was replaced. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.